Event description:
It was reported that following a re-treatment with a urethral bulking agent, the pt was able to void on their own and was sent home. During the night, they had difficulty voiding and tried to self-catheterize but was unable to get the catheter inserted. Upon return to the doctor's office, the bladder was extended. The doctor was unable to insert a urethral catheter and had to place a suprapubic foley catheter and immediately got a return of 2000cc of urine. The suprapubic catheter remained in place from 07/2005 until 08/2005. The pt is now voiding on their own and has started to leak again. The doctor suspects that the pt has a urinary tract infection.